Manufacturer narrative:
Date rec'd by MFR: 11aug2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. The field service engineer visited the site to install a new touchscreen and perform repairs. The repairs were performed onsite by the field service engineer.

Event description:
The customer reported that the touch screen malfunctioned. The device was not in clinical use, and there was no patient involvement.